Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual and dimensional inspection was performed on the returned guide wire. The reported guide wire break/separation and stretched/unraveled coils were confirmed. The reported difficult to remove was unable to be confirmed or replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that during advancement, the guide wire became trapped in the anatomy and/or other devices used resulting in the difficulty to remove during retraction. Manipulation and/or inadvertent mishandling during retraction against resistance likely resulted in the separation, stretched coils and bent core. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that during the procedure a 014 high torque turntrac guide wire became jailed and unraveled on removal. There were no reported adverse effects. No additional information was provided.